Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 462 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.